Event description:
The customer reported to olympus a bite spot (defect) on the evis exera iii duodenovideoscope at the distal end observed during an unspecified procedure. There were no reports of patient harm or impact associated with this event. Due to the defect the device was not properly reprocessed before it was returned to olympus. Inspection and testing of the returned device revealed foreign material was present at the tip. This can be attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issues were confirmed. Technical evaluation was performed and an orangish foreign material was found between the zoom-block and the distal end which is most likely corrosion and/or traces that remains from previous procedures. Additionally, inside the light guide (lg) lens some light brown stains were found which could be a sign of foreign material that got inside the lens. The evaluation also revealed the following findings: due to wear of scope-cover packing, water tightness was lost; grip had a scratch; air/water-cylinder had no color; suction-cylinder had no color; knobs had a scratch; due to a pinhole on bending section cover (a-rubber), water tightness was lost; image guide (ig) protector had discoloration; the cover of lg-bundle was damaged; distal end was shaved; and the adhesive around objective lens had discoloration. Additional details relating to the patient and the event have been requested, but no response has been received at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since foreign material was not at external surface of the device, the material could not be removed by reprocessing. The presumable root cause was light guide (lg)-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. We could not surmise the cause of the foreign material. The root cause of this event was unable to be identified. Olympus will continue to monitor the field performance of this device.